Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that the onetouch ultra meter does not turn on. The medical surveillance specialist (mss) was unable to reach the lay user/patient by phone for follow-up questions. The following complaint was classified based on information obtained from the customer service representative (csr). The patient alleged that the issue began on (B)(6) 2013 (at 5:30am). The patient's testing frequency is not known and other than diabetes, it is not clear if the patient suffers from other health conditions. The patient reportedly does not manage her diabetes with oral medication or insulin and it is not clear what action the patient took in response to the alleged power issue. According to the csr's documentation, approximately an hour after the alleged issue occurred the patient reportedly developed a symptom of dry mouth and as self-treatment, the patient reportedly consumed more food/drink. It is not known, however, when the patient had last tested her blood glucose with the subject meter, it is not specified what her previous result was, and it is not clear what action the patient took in response to her previous reading. At the time of troubleshooting, the csr noted the subject meter's battery was not replaced (per owner's booklet recommendation) and the patient was using expired test strips. The alleged issue remains unresolved. Replacement products were sent to the patient. Although it is unknown how the product may have been a factor in the patient's injury this complaint is being reported because, the user allegedly suffered a symptom indicative of a serious injury while using the product.